Manufacturer narrative:
Concomitant medical products: product ID wr9220 lot# serial# (B)(4) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient reported difficulty charging the ins. The patient reported a recharger service code. Additional event details: caller expressed dissatisfaction with charging times, indicating that over the past couple of weeks it is taking longer to charge. Today, the caller indicated that it took 2 hours to get to 90%. The caller indicated that they started at 20% today. The following troubleshooting steps were performed: located theins by looking for incision and/or palpating the ins, repositioned the recharger, moved the charger away from the lead, confirmed communicator is off while using the recharger, closed out of all running applications, reset the recharger. Additional troubleshooting information: caller indicated that the therapy was off. Caller stopped recharging to turn the therapy back on and observed a por. Acknowledged the por and tuned therapy on. Caller was able to feel the stimulation. Attempted to start a recharging session again and caller was seeing recharger not found screen. Reset the recharger and the caller observed a 3167 service code. Acknowledged the code. Caller was then in open loop charging. Repositioned the recharger and then caller was able to charge normally. Caller was able to achieve 100% charge while on the call. The troubleshooting steps that were taken on the call resolved the issue. The patient also mentioned that they sometimes experience a little leakage, but overall can hold it and get far better than 50% relief.